Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2,000 mcg/ml at 606 mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the patient reported increased spasticity and itching. A dye study was performed and the catheter was unable to be aspirated. The catheter was replaced.